Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7 cm distal to the is4 connector pin into two segments. All segments were returned for analysis. The analysis showed that the conductor coil was found fractured 51 cm proximal to the lead tip, which is assumed to be the root cause of the reported out of range pacing impedance and loss of capture. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Additionally, several cuts into the insulation were found, which most likely resulted from the extraction procedure. The provided x-ray did not show any anomalies that might have contributed to the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to high out of range impedances and loss of capture. Should additional information be received, this file will be updated.